Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies and successfully resumed insulin therapy. Customer¿s blood glucose (bg) level was 675 mg/dl. Elevated blood glucose levels were addressed by manual insulin injection.